Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation of the device did not reveal any malfunction, could not establish a relationship between the device and the reported event. The probable root cause maybe the vacuum level is set low. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump was returned by the hospital staying that the equipment has a low pressure alarm. No patient was involved.